Event description:
It was reported that the patient needed a pump pocket revision surgery due to a pressure sore over the medial aspect of the skin where the pump was located. The pump was moved to a higher position where it would not come in contact with the waist line of the patient¿s pants. The patient status at the time of the report was unknown. The pump was infusing lioresal (baclofen). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).